Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2010 that a consumer had lab work done at an unknown date receiving a result of 84 mg/dl on his blood glucose meter and the lab's result was 40mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation. During troubleshooting, the integrity of the test strips was determined to be in range. During the call to customer support, it was revealed that the customer does not control solution test their test strips for integrity before use as instructed in our directions for use. During troubleshooting, the integrity of the test strips was determined to be in range. The consumer was educated on these directions for use at the time of call.